Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, no capture issue was observed on the rv lead. Programming changes were attempted however the issue was not resolved. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.